Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated recurrent left inguinal hernia and incarcerated right inguinal hernia thereby underwent laparoscopic repair with the implant of two 3dmax mesh (device 1 and 2). Per op notes, "two 3dmax mesh (device 1 - left and 2 - right) were placed on both left and right side of the inguinal region using tacks." (B)(6) 2019 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair with removal of previous mesh (device 1). Per op notes, "procedure was started for left inguinal hernia. Mesh was separated from anterior abdominal wall, the mesh was noted to be folded. Portion of old mesh was excised and removed from the peritoneal cavity. A synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, d4 (product catalog no, lot no), d.6b, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum1: root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Addendum 2: h11: this supplemental emdr is submitted to correct the event description, date of implant. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected field: b5 (event description), d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with incarcerated recurrent left inguinal hernia and incarcerated right inguinal hernia thereby underwent laparoscopic repair with the implant of two 3dmax mesh (device 1 and 2). Per op notes, "two 3dmax mesh (device 1 - left and 2 - right) were placed on both left and right side of the inguinal region using tacks." On (B)(6) 2019 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair with removal of previous mesh (device 1). Per op notes, "procedure was started for left inguinal hernia. Mesh was separated from anterior abdominal wall; the mesh was noted to be folded. Portion of old mesh was excised and removed from the peritoneal cavity. A synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."